Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from the septum resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer loaded a new cartridge to address issue.